Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #7 ps femur. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left knee. Revision due to loose femoral component as specified by surgeon.

Manufacturer narrative:
A clincian consultant reviewed the provided information and concluded that "based upon the information available for review, no determination can be made regarding the cause of the failure of fixation of the femoral component requiring revision surgery ten years post-implantation." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Left knee. Revision due to loose femoral component as specified by surgeon.